Manufacturer narrative:
The insulin pump act button did not respond due to moisture damage on keypad trace .unable to verify weak battery alarm due to unresponsive button. Unit received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with the insulin pump's buttons. The buttons were stuck and not responding. The only button that worked was the act button. The customer received a weak battery alarm. Her blood glucose level was 78 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.